Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for deep brain stimulation (dbs) therapy indications. It was reported that she got her implant battery replaced with her current battery (no longevity concerns reported about previous battery, patient said she hoped this implant battery lasted as long as her previous one. The patient said that the reason for her call was that she was "worried because her neurostimulator seems to be losing its voltage so quickly. The patient said she checked her battery voltage and it was initially at 3.7v and now it was at 3.06v and worried about the voltage "dropping so much". It was reviewed that the battery voltage is at 3.2v when it leaves the factory (so the battery being at 3.7 is impossible. They may have been seeing 3.07. The patient understood. Info was also reviewed about how the voltage can drop initially within the first few weeks but typically stabilizes out around 2.9v. Patient seemed to understand the difference between amplitude voltage, and said she was on group d with 110 on l and r side vs battery voltage. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported they believed the patient¿s battery level was not 3.7 in initially, as the system¿s new level was 3.20. The patient was seen in the clinic on (B)(6) 2019 to address the dbs system issues with the battery level being 3.06 at the time of the visit. No further complications were anticipated.